Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open gastrectomy, the unit was unable to fire during stapling the stomach tissue. A new product was used in order to complete the case. There was no patient injury.